Manufacturer narrative:
(B)(4). G2: foreign ¿ china. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the liner was loose when inserted into the cup even after adjustment and an ice-water cold compress. Another liner was used to complete the surgery. There was no known impact or consequences to the patient. No further information has been provided.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. A g7 hi-wall e1 liner 36mm d, part # 010000934 from lot 7491837, was returned and evaluated against the complaint. The lot etching on the rim of the liner was verified to match the complaint. Scratching is present on the inner and outer radius. Small nicks and scratching were observed in on the sidewall in 1 location. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. The event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.